Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The territory manager reported via phone call that insulin pump had compromised force sensor alert motor error alert. Customer's blood glucose level was 200 mg/dl. Customer stated they are unable to remove the battery cap on their insulin pump. Customer stated they were not able to remove the battery cap. Customer stated they do have a large, flat-head screwdriver. Customer stated drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.